Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated obtuse marginal artery with a 3.0 x 23 xience v stent and direct stenting in the first diagonal artery with a 2.5 x 12 xience v stent. On (B)(6) 2010, the patient experienced angina at rest. On (B)(6) 2010, the patient underwent percutaneous coronary intervention in one of the target lesions and the patient's condition resolved. There was no adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the percutaneous coronary intervention on (B)(6) 2010, occurred in the proximal circumflex - first obtuse marginal artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) no pre-dilatation. Vessel closure: perclose 3.0x23 xience v stent (B)(4) lot 8042161. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was direct stented in the lesion. It should be noted the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated.